Manufacturer narrative:
The field event of non-communication was confirmed. The device, when received in the laboratory, was able to communicate with the programmer using inductive telemetry but was not able to communicate using rf telemetry. The device image was reviewed and the cause for the loss of rf telemetry was found to be a firmware state machine anomaly. Bench testing was performed and all other device functions were found to be normal.

Event description:
The device was programmed and interrogated successfully, prior to opening the package. Once opened and connected to the leads, the programmer was unable to wirelessly communicate with the device despite several attempts at interrogation. A new device was implanted and able to be interrogated. The patient was in stable condition.